Event description:
It was reported that the (B)(6) 2025, 10:30 am. Following transurethral resection of the prostate (turp), a disposable three-lumen catheter was routinely inserted for urinary drainage and bladder irrigation. After catheter placement, one lumen became obstructed, preventing bladder irrigation and drainage. This delay in the surgical process increased the risk of postoperative rebleeding and bladder packing with blood clots. Upon timely detection, a new catheter was promptly replaced to complete the procedure.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be "incorrect air pressure setting or incorrect air blow direction setting causing blocked or occluded drainage lumen. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the (B)(6) 2025, 10:30 am. Following transurethral resection of the prostate (turp), a disposable three-lumen catheter was routinely inserted for urinary drainage and bladder irrigation. After catheter placement, one lumen became obstructed, preventing bladder irrigation and drainage. This delay in the surgical process increased the risk of postoperative rebleeding and bladder packing with blood clots. Upon timely detection, a new catheter was promptly replaced to complete the procedure.